Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Additional, changed, and/or corrected data: b.5., g.1., h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported left side capsular contracture baker grade IV and enlarged axillary lymph node. Synchronous hodgkin¿s lymphoma and recurrent alcl were reported which have been deemed not related to this device. Device was explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
The events of capsular contracture, seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV, enlarged axillary lymph node and recurrent alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side capsular contracture baker grade IV, enlarged axillary lymph node and recurrent alcl. Device was explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Upon further review, allergan medical safety determined that lymphoma-alcl should be unreported from this side since it has been reported in another duplicate report with mrn # 2024601-2014-00690.

Event description:
This report is being submitted to unreport the previously reported event of lymphoma-alcl since this has been submitted in another report with mrn # 2024601-2014-00690.